Event description:
It was reported that, "dr was trialing with a size 5, 11 mm tibial trial. Was using tibia poly impactor to tap trial in place when trial split in two. Removed both pieces without harm to pt. At that point dr inserted size 5, 11mm implant."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If device or add'l info becomes available, it will be submitted in a supplemental report.